Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material in air/water tube, air/water cylinder and burn on plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the device, but the type of material could not be determined. It is possible that reprocessing was not correctly implemented due to leak from the cover unit, resulting in the foreign material remaining. Based on the investigation of the cover burn, it is likely that a high-energy endo-therapy accessory such as laser, high frequency, has been used without sufficient distance from the distal end section of the scope. A definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: the instruction manual¿ gif/cf/pcf-290 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual¿ gif/cf/pcf-290 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The instruction manual¿ cf-hq290l, operation manual chapter 3 preparation and inspection, 3.3 inspection of the endoscope, inspection of the endoscope¿ the instruction manual¿ cf-hq290l, operation manual chapter 4 operation, 4.3 using endotherapy accessories¿ olympus will continue to monitor field performance for this device.